Event description:
It was reported that the black lens cover fell off of the tibial/pelvic tracker during sterile processing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event that the black lens cover fell off of the device was confirmed through visual inspection. It is possible that rough or improper handling of the device contributed to this failure. The tracker is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that the black lens cover fell off of the tibial/pelvic tracker during sterile processing at the user facility. There was no patient involvement and no adverse consequences associated with the device.